Event description:
The pt's spouse called lifescan and alleged that the pt's ancing device was not working. The lancet in the device was not springing forward. Medical affairs spoke to the pt and obtained/verified the following info. The pt stopped testing their blood glucose due to the lancing device issue and did not test their blood glucose for 3 days. Pt continued to take their set amount of oral diabetes medication however after a few days the pt began to feel dehydrated and did not have an appetite. The spouse took them to the hosp and their blood glucose was 480 mg/dl. Pt was amitted and treated with insulin. The spouse oral diabetes medication was increased as well. The pt would have increased their dosage of medication had they known that their blood glucose was high. The issue with the lancing device was not resolved. The pt could have used a lancet to obtain a sample of blood, neverthless the lancing device failed to function when it was reasonably expected to. Therefore, this case is reported as an adverse event since the malfunction of the landing device may have contributed to the pt's injury (hyperglycemia). A replacement lancing device has been sent to the pt.